Manufacturer narrative:
Lead model lot # j0348756v, implanted: (B)(6) 2004, explanted: na; extension model, serial # (B)(4), implanted: (B)(6) 2004, explanted: na.

Event description:
It was reported that the patient experienced pain radiating down their leg due to the neurostimulator migrating to a superficial position. The device was then implanted into a deeper pocket which returned the "polarity" to normal and resolved the patient's pain "instantly." If additional information becomes available, a follow up report will be sent.